Manufacturer narrative:
Investigation evaluation: ongoing. When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was blocked. The reporter indicated that a post operative valve is blocked and required explantation. Additional details of the event have not been provided.